Manufacturer narrative:
(B)(4).

Event description:
During a procedure to open a severely calcified superficial femoral and popliteal arteries and a spectranetics quick-cross support catheter was used to exchange the guide-wire. After removal of the quick-cross, a foreign object was noticed in the popliteal. It was noted to be the distal marker band of the quick-cross catheter. The object was removed from the patient and the procedure was completed successfully.

Manufacturer narrative:
Life threatening and other has been removed upon review.